Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Addendum ((B)(4) 2014): additional information was provided by the affiliate indicating that the right side of the patient was affected. The patient "is better now and she can move her hands and legs, but the fingers are still weak. It is difficult to have judgment as she couldn¿t have enough cooperation as she is only (B)(6)." The part of the device that migrated remains in the brain. The device lot number was provided as 15543736. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the affiliate that during an aorta coarctation ballooning procedure, the distal tip of a f5 infiniti sones ii diagnostic catheter dislodged and moved to the brain (end of left side brain artery) causing 80% permanent paralysis of the patient. The tip migrated to the brain vessels and therefore, the blood did not reach some of the parts and necrosis occurred of that segment. Medical therapy was provided. After the medical therapy, the patient is now able to move her hands and legs but the fingers are still weak and ¿not working.¿ ¿the physician claims that this weakness strongly won¿t be solved." The segment was not retrieved as it was moved to the patient¿s brain via blood flow. As the catheter was being inserted into the aorta, the catheter tip beat the stenosis and the tip dislodged after it beat the aortic valve. Femoral approach was used. The device will not be returned for evaluation. The target lesion was an 80% occluded lesion in the proximal descending aorta. The lesion had no calcification and no tortuosity. No anomalies were noted to the device when removed from the package.

Manufacturer narrative:
Additional information was provided by the affiliate indicating that the hospital have said that the medical therapy given to the patient was the administering of aspirin and heparin. The patient appears to now have only a slight loss of sensation in her hand. Complaint conclusion: during a ballooning procedure to treat coarctation of the aorta in a 4 month old patient, it was reported that the distal tip of a 5f infinity catheter dislodged and migrated to the left side of the patient¿s brain causing ¿80% permanent paralysis of the patient.¿ however, additional investigation noted that medical interventions of heparin and aspirin were necessary, and the patient experienced residual right sided weakness of the fingers. The target lesion was an 80 % occlusion of the proximal descending aorta. The lesion was not tortuous or calcified. Femoral approach was used. No anomalies were noted when the 5f infinity catheter was removed from the package. As the 5f infinity catheter was being inserted into the aorta, the catheter ¿beat the stenosis.¿ the catheter tip dislodged at the aortic valve stenosis and migrated to the ¿end of left side brain artery¿ causing right sided weakness. The tip of the catheter was not retrieved as it was transported by the patient¿s blood flow. After medical therapy of heparin and aspirin, the patient was reported to be ¿better now¿ and able to move hands and legs, but residual weakness was noted at the fingers. The physician claims that the weakness ¿won¿t be resolved¿. Procedural films were received and sent for independent review. The review noted ¿single cd-rom containing multiple cine files is submitted for review. The first two files show the f5 infiniti sones ii catheter within the left heart. The tip is dislodged and is free floating beneath the aortic valve. Subsequent images show ballooning of the coarctation. The separated tip is no longer seen within the heart. Final images show removal of the balloon catheter and placement of a diagnostic catheter in the aortic arch. The fragment is not seen. No images of the brain are submitted for review. No photographs of the catheter are submitted. No engineer reports of the catheter evaluation are available. Conclusion: this complaint involves a patient who underwent endovascular repair of a thoracic aortic coarctation. During the procedure the tip of a diagnostic catheter broke off and embolized to the brain. From the information provided, I am not able to determine the cause of the event. It is very important to know what the product looked like prior to use, if there were any procedural difficulties during the procedure, and what the product looked like after removal from the body. ¿ one non sterile diagnostic cath f5 inf son ii 80cm 4sh was received coiled in a plastic bag with no distal tip on it (distal tip detached/dislodged from catheter body; and not returned/received for analysis). The separation area was located at 79.5cm from the catheter hub. Besides, compressed sections of: 0.7cm, 0.5cm, 0.6cm and 0.7cm length each were observed on catheter body at: 15.5cm, 18.5cm, 64.7cm and 68.0cm from the catheter hub respectively. No other anomalies were found. Per visual analysis, separation edges look as if tremendous force was applied. Nonetheless, since it was not possible to evaluate if the distal tip separation from body of catheter could be due to an excessive force applied, the catheter unit received was sent for further analysis to sem microscopic analysis. The od and ID of received catheter body shaft unit were measured near to the compressed and separation/dislodged areas and results were found within specification. Sem microscopic analysis results showed evidence of brite tip remains on body tip surfaces. Also, elongations can be observed at the surrounding areas of the separation on the body tip; it is very likely that the fused matter parts get dislodged owing to the stretching event. Elongations are a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The fuse machine parameters were reviewed and all parameters were found to pass. Preventive maintenance records for tip to tip hp fusing machines with equipment ID¿s: 23578e and 18532e were reviewed, and it was found that the preventive maintenances were executed during the established time periods. The lot involved in the complaint was manufactured within the preventive maintenance dates. There is no inventory available/on hand of lot 15543736. Information provided by jde system. No sterile units were returned; hence pull testing cannot be performed. As additional investigation, the diagnostic catheters manufacturing process was reviewed and there were no tools, equipment or product handling that could cause body compression, tip dislodgement or any other type of damages to the diagnostic catheters. In addition, the diagnostic catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the diagnostic catheters assembly process operations to prevent this type of failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coarctation of the aorta is a type of congenital heart disease involving a narrowing of a part of the aorta (the main artery that leaves the left side of the heart transporting oxygen-rich blood). Once the aorta leaves the heart, other arteries branch off from the aorta and supply blood to the head and arms. Surgery may be carried out to repair the narrowing or a balloon can also be inserted and inflated to open the narrowing. As noted in the event description, normal anatomical flow of blood from the heart may have contributed to the migration of a separated portion of the device to the smaller blood vessels of the brain. A restriction of blood supply may have lead to the reported paralysis. The reported ¿distal tip-separated-in patient¿ was confirmed through procedural films and analysis of the returned device. The exact cause could not be conclusively determined. Based on the information available for review, the device appeared normal prior to use. Vessel characteristics (80% occluded lesion of the proximal descending aorta) and procedural characteristics (¿beat the stenosis¿) may have contributed to the difficulty experienced by the customer. Evidence of elongations observed at the surrounding areas of the separation during analysis, may indicate that force was applied to the device. Neither the analysis nor the DHR review results suggest that the reported separation could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.